Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging between 40-50¿s mg/dl after the control iq system delivered an automatic correction bolus after customer forgot to deliver a correction bolus. Bgs were resolved by adjusting the insulin sensitivity setting within the pump.